Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 on a patient with tethered and restricted posterior leaflet. A triclip xtw was inserted and deployed on the tricuspid valve. A second clip, a triclip xt, was then inserted and deployed on the tricuspid valve, reducing tr to a grade of 2-3. On (B)(6) 2026, an echocardiogram was performed and revealed that the triclip xt had detached from the posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 3. The patient was administered medication.